Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pace function paused unexpectedly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG functional stress testing, and defib/pacer functional stress testing with known good accessories and a simulator without duplicating the report. Internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the event log suggests the electrode pads were not attached to the patient. No trend is associated with reports of this type.